Manufacturer narrative:
Concomitant medical products - model: 5076-45, lead; implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had presented to the emergency department (ed) due to chest pain. A remote transmission was sent. I information received on the remote transmission was reviewed by qualified personnel. It was determined that the implantable cardioverter defibrillator (ICD) was functioning within normal parameters and the right ventricular (rv) lead displayed chronic high thresholds. No further actions were requested at this time by the allied health professional (ahp) at the hospital. The lead remains in use. No patient complications have been reported as a result of this event.